Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: broken shell, fold creases, wear abrasion, weight within specification. A microscopic analysis was performed which identified; broken shell with sharp edge in the same location of crease and stress marks, total delamination of orientation dot. Based on the device analysis the final assessment is: broken shell with sharp edge in the same location of crease assessed as fold flaw opening. Stress marks assessed as non penetrating nicks. Delamination of orientation dot assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture of the left device. The device was explanted.